Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient¿s blood glucose reached 309 mg/dl while wearing the pod between 24 and 36 hours on the arm. The needle mechanism did not deploy as intended during activation. For treatment he patient did manual injections, drank water and changed the pod.